Event description:
It was reported that the customer had high blood glucose levels of 265 mg/dl. The customer treated with a manual insulin injection. The customer reported that the insulin pump alarmed no delivery multiple times. Troubleshooting was done. The customer was advised to rewind the insulin pump, reinsert the reservoir into the insulin pump and to run a manual prime. The customer reported that the insulin pump did exit the tubing. The customer reported having tried different infusion sets, reservoirs and locations but would continue to receive the no delivery alarm from the insulin pump. The customer reported not having had tried all remedies. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).